Event description:
It was reported that catheter entrapment occurred. A 4.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noted that when the balloon was deflated and during withdrawal the stent delivery system could not be pull back into the guide guide catheter. The physician had to pull everything out and the event caused delay of the procedure. The procedure was completed and the patient was fully recovered.